Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. At the time of the call, customer had not yet provided an alternate method of insulin therapy.